Manufacturer narrative:
Results: one unused sample was returned. A visual inspection of the device was done no deviations were observed. A device history record revealed no irregularities during the manufacture of the lot# w9y48p9. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer's indicated failure mode.

Manufacturer narrative:
(B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of a 30 g x 1.5 mm bd microtainer® contact-activated lancet did not retract after use and superficially scratched a nurse's left index finger. Bloods screens were done by nurse manager.